Event description:
1000ml of saline hung at rate of 15ml/hr at approximately 2200hrs at 2300hrs nurse found patient coughing and fluid dripping rapidly and noticed approximately 975ml had infused. Lasis was given as an intervention.